Event description:
The technician alleged that the brake pedal was bent and the brake would lock but will not release. No pt impact.

Manufacturer narrative:
The technician replaced the brake pedal and the brake cam pivot to resolve the issue.